Event description:
The pump reportedly underdelivered during routine biomedical engineering preventative maintenance testing by 5.0ml. There was no report of any events while the pump was in clinical service. There was no additional info available.